Manufacturer narrative:
Qn#(B)(4). The sample was returned and sent to the manufacturing site for investigation. The manufacturing site reports "the airway tube of the device was yellowish upon receipt and the red plug cap of the device was observed broken when inspected. The reported failure was verified. In order to simulate the process of shutting and opening of the red plug cap, a retained sample was used. It was observed that the red plug cap will not be stressed when it was handled properly. DHR was reviewed. No abnormality was found." Based on the investigation, the reported complaint was confirmed. The root cause was identified as user related.

Event description:
It was reported that "the doctor found red plug broken before use". No patient involvemnt reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found red plug broken before use". No patient involvement reported.